Manufacturer narrative:
Batch review performed on 08-feb-2024 lot 154801: 80 items manufactured and released on 26-nov-2015. Expiration date: 2020-11-11. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 7 years and 8 months after primary, the patient came in reporting pain due to a cup impingement with the trunnion of the stem and the cause is unknown. The surgeon revised the medacta cup and liner to competitor components and revised the medacta head to a medacta head. The surgery was completed successfully.